Event description:
It was reported by the patient that he underwent hip replacements in 2002 and 2003. Subsequently a revision surgery was performed on an unknown date due to muscle damage. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).